Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an connection issue event on (B)(6) 2026. While removing the pump from the carrying case, it accidentally slipped out of the patient's hand and fell to the floor. As a result, the tube was pulled out from its connection point with the syringe in the pump. No further information available.